Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145797.

Event description:
Voluntary medwatch form received notes that a patient's lead was capped due to a product performance issue. No adverse patient effects were reported.